Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that when they tried to use the footpedal during a cataract procedure, nothing happened. They changed to another footpedal but the issue was not resolved. There was no pt harm reported. Add'l info has been requested, however, none has been provided to date.